Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for having no power. Reliability engineering evaluated the device and observed that the device did not run in reverse mode; only in forward mode and the motor was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device had no power. During in-house engineering evaluation, it was observed that the device did not run in reverse mode; only in forward mode and the motor was worn. The event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.